Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ((B)(6)) permanent procedure was extended approximately by one hour due to the physician experiencing difficulty removing the stylet from the lead. In turn, the physician was successfully able to remove the stylet after several attempts without issue. No pt complications were reported as a result of this event.